Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject but could not duplicate the reported phenomenon. It was not found any malfunction even after 50 times of switching on/off for the subject device, and re-plugging the internal harness. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4) and it said no duplicating the reported phenomenon and no problem for the subject device, omsc could not find a root cause of the reported phenomenon. However omsc confirmed that the cause of these phenomena was not in the product or manufacturing process and there was no safety issue (frequency is low). If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e116 which indicated that the subject device has the malfunction was displayed at the unspecified timing. The intended procedure was completed with the subject device and not delayed. There was no patient injury associated with this report.